Event description:
During the device f/u performed on (B)(6) 2011, the physician noticed that heart rate curve recorded in device memory showed during the nights a ventricular rate of 50 min-1. Nevertheless, the device basic rate was programmed to 70 min-1. It should be noted that between this f/u and the previous one, the device pacing mode was reprogrammed from safer to safer/ddir pacing mode by another physician, outside the hospital.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.